Manufacturer narrative:
Manufacturing review: a further clinical review of the event details was completed and a change in the MDR reportability was identified. A manufacturing review could not be performed, as the lot number was not provided. Visual/microscopic inspection: the sample was returned clean with the aperture 100% closed. The needle protector was not returned for evaluation. No other anomalies were identified. Functional/performance evaluation: the probe was examined under magnification (10x) and no signs of foreign material were identified on the needle. The aperture was opened to examine the sample notch and no foreign material was found. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: one encor probe was returned for evaluation. The investigation is inconclusive for the reported issue, as no foreign material was found in or on the needle during the evaluation. Per the reported event details, the material resembled the plastic sheath material. Therefore it is possible that procedural issues contributed to the reported event, when the probe was removed from the protective sheath. However, the definitive root cause could not be determined based upon available information. Labeling review: the current encor MRI biopsy probe instructions for use (IFU)provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a MRI breast biopsy, the probe had material hanging from the needle. Another probe was used for the procedure. There was no patient involvement.